Event description:
No harm to patient. Decision made to change trach a new 3.5 pedi bivona trach was used. Balloon inflated to ensure patency, balloon fully inflated appropriately. Pt with continued agitation, decision made to change trach again. The trach that was removed was inspected, reinflated cuff and balloon noted to only be inflating on one side. Each trach with a different lot number 6107694, 6107692 ref #67pfss35. All information in regards to the event and product are provided in this medsun report. No additional information was provided.